Event description:
Reportable based on device analysis completed on 20-nov-2018. It was reported that the guidezilla could not cross the stent to the lesion. The 80% stenosed, 12mmx2.25mm moderately tortuous and moderately calcified target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, the device could not help the stent to cross the lesion after many attempts. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the distal shaft was partially detached/separated at the collar. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The shaft, collar, and tip were microscopically examined. The distal shaft was partially detached/separated at the collar. The shaft inside the collar and collar were damaged. The distal shaft was flattened distal of the collar. The tip was damaged and flattened and there were numerous kinks throughout the hypotube. A 4.0mm sds was used for functional testing. The sds had resistance trying to pass through the collar due to the partial detachment/separation. Inspection of the remainder of the device presented no other damage or irregularities.